Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for evaluation. The imaging system was unable to complete start up when installed in a known operational imaging system. The interface (umbilical) cable, computer for the imaging system and an additional power switching board was returned to the manufacturer. However, results are not available at this time.

Event description:
The reported issue occurred in a spinal fusion procedure. The case was completed with the use of a c-arm. There were no unused spins.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was noted that the configuration file on the imaging system was corrupted. To restore functionality, the configuration file was reloaded. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a procedure, the imaging system automatically restarted without prompt from the user. It was noted the imaging system displayed that the system was booting and would not progress past the prompt. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. Analysis found that the reported event was not related to this hardware. The computer was returned to the manufacturer for analysis. Analysis found that the returned hardware failed to power on, and power port dc in connector was broken off. Analysis found that the reported event was related to a electrical issue. The image acquisition system (ias) computer was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. Analysis found that the reported event was not related to this hardware. The interface was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
Correction: adding proper codes.